Manufacturer narrative:
The t:slim x2 g5 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 g5 pump screen no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge came off. Upon reloading the cartridge, a cartridge change error message occurred during the load process. There was no adverse impact to the customer's blood glucose level due to the reported events. During the report it was found that the customer was not following the screen prompts when performing the load sequence. The customer successfully reloaded the cartridge and insulin delivery was resumed